Manufacturer narrative:
(B)(4). D10: unknown head, unknown #item, unknown #lot; unknown cup, unknown #item, unknown #lot; unknown liner, unknown #item, unknown #lot. Therapy date: (B)(6) 2019. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 5 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Event description:
It was that reported that a patient had an left hip arthroplasty performed, approximately after 5 years post implantation the patient was revised due to fracture of the revitan stem which also fractured the greater trochanter. A transfemoral osteotomy was performed to remove the broken adapter. The stem was replaced without complications, and a cerclage wire was used for stabilization. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Updated:a2,a3,a4,b1,b4,b5,b6,b7,d1,d2,d4,e1,e3,g1,g3,g6,h1,h2,h4,h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this event was reported under 0009613350-2019-00430.

Event description:
Upon receipt of additional information, it was determined this event was reported under 0009613350-2019-00430.